Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 172688 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 172688, test base part number 195-430h / lot: 170367. The lot met the required release specifications. A review of the complaints reported as false positive or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172688 showed that the complaint rate is (B)(4), respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer on behalf of their husband reported conflicting results with the binaxnow covid-19 antigen self-test. The first test performed on (B)(6) 2021 with the kit swab on a nasal sample generated a positive result. Per the consumer, the sample line was very faint. The second test performed the same day generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.